Event description:
It was reported that a patient underwent an atrial flutter (afl) procedure with a thermocool® smart touch¿ electrophysiology catheter and an irrigation issue (device used on the patient) occurred . Initially it was reported that there was an occlusion/no irrigation. During the procedure, the device (including port, luer hub) was not irrigating. A second device was used to complete the procedure. There was no adverse event reported on the patient. Additional information was received on 28-nov-2023. The suspected device for the reported flow/irrigation issue is the catheter. The issue was noted during use or after the device was used on the patient. The head section of the catheter can see scabs and cannot be flushed. The correct catheter settings were selected on the generator. The pump was not switching from ¿low¿ to ¿high¿ flow during ablation. Additional information was requested to clarify response stating pump was not switching from ¿low¿ to high¿ flow during ablation. A response was received on (B)(6) 2023 clarifying that there was no problem with the pump. No high flow rate was used. The low flow rate of saline mode was performed. At that time, it was ready to change and then the catheter was taken out of the patient for flushing. Then the occlusion issue was found. The irrigation pump was setup in manual mode. Generator was set to temperature control mode. This event was originally considered non-reportable, however, bwi became aware of an irrigation issue (device used on the patient) on (B)(6) 2023 and have reassessed the event as reportable.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation 03-jan-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial flutter (afl) procedure with a thermocool® smart touch¿ electrophysiology catheter. During the procedure, the device (including port, luer hub) was not irrigating. A second device was used to complete the procedure. There was no adverse event reported on the patient. Additional information was received. The suspected device for the reported flow/irrigation issue is the catheter. The issue was noted during use or after the device was used on the patient. The device evaluation was completed on 08-jan-2024. The device was returned to biosense webster (bwi) for evaluation. A visual inspection and pump and pressure gage test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. According to the picture provided by the decontamination team, char was detected attached to one of the irrigation holes; however, no char residues were observed. A pump and pressure gage test was performed, and the device was irrigating correctly. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. Since char was observed in the decontamination lab, the customer complaint was confirmed. It should be noted that product failure is multifactorial. Char is a physical phenomenon of radio frequency (rf), and it can be the normal result of the ablation process. The instructions for use contain the following recommendations: monitoring the temperature from the electrode during the application of rf current ensures that the irrigation flow rate is being maintained. Using tip temperature to guide ablation could result in deeper lesions and an increased risk for collateral damage. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi¿s quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).